Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services was dispatched as they experienced low blood glucose. Blood glucose level was 20 mg/dl. Customer was treated with food and glucose tablet. Customer had symptoms like mental confusion or incoherent. Customer was been using insulin pump within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis,